Event description:
Procedure type: urological. According to the reporter: the patient underwent a urological repair procedure for treatment of urinary stress incontinence and pelvic organ prolapse. Allegedly, the patient experienced damage to an organ system and pain. Patient has undergone or will undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
(B)(4)